Event description:
It was reported that the procedure was to treat a calcified diagonal artery. Predilatation was performed prior to the attempt to stent. The 2.0 x 12 mm mini vision would not cross the lesion. The guiding catheter was exchanged for a guideliner device for more support during crossing; however, the mini vision would still not cross. During retraction of the stent delivery system from the patient, the stent implant caught on the lip of the guideliner device dislodging into the anatomy at the mouth of the guiding catheter. A snare device was used to retrieve the dislodged stent from the anatomy successfully. A new mini vision was used successfully to treat the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found the returned stent implant was dislodged from the tightly-folded balloon. The proximal end of the stent implant was entangled with a snare device. The proximal and distal end of the stent implant had stretched struts, and the middle portion was slightly crushed. The distal tip length was measured and met manufacturing criteria. There was no other damage noted to the sds. While the returned product analysis revealed stent dislodgement and extensive stent damage, there is no indication of a product quality deficiency as the stent damage is consistent with interaction with a snare device. Also, crimp marks on the balloon between the markers suggest that the stent implant was properly placed and securely crimped to the balloon during manufacturing. Based on the reported information, the reported failure to advance appears to be related to the calcified lesion and also possibly inadequate guiding catheter support. Additionally, the stent implant caught on the tip of the guideliner device, which may occur if the stent implant is not co-axially aligned with guideliner lumen. This interaction with the guideliner tip likely contributed to the dislodged stent. During manufacturing, all stent delivery systems are 100% visually inspected for stent damage and proper stent placement as well as measured for proper crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify crimped stent outer diameter, stent movement, and stent dislodgement force. A review of the lot history record revealed there were no nonconforming material records that could have contributed to the reported complaint. A query of the complaint handling database revealed no other report for stent movement/dislodgement or difficult to remove undeployed from guiding catheter. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.